Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced increased implant charge frequency and rapid battery depletion of both the implantable neurostimulator and the controller. The patient stated that after charging both devices to 100%, the controller battery dropped to 60% and the implant was completely out of charge within two days, and at other times the implant would be at 30 or 40%. The patient described persistent pain, stating they were in pain all the time, and reported limited mobility, using a walker. The patient did not have a current managing healthcare provider. The agent reviewed the role of therapy settings and usage in battery depletion, discussed the need to turn stimulation back on after MRI, and provided a physician listing. The patient was redirected to a representative and healthcare provider for further assistance.